Event description:
According to initial reports received august 31, 2021, on-x post approval study patient presented with fever, chills off and on since about (B)(6) 2021, after dental cleaning 2 weeks prior. Covid tests negative. Gp drew blood cultures on (B)(6) 2021 , positive, patient found to have endocarditis. Patient was hospitalized on (B)(6) 2021. On (B)(6) 2021 patient underwent surgery to remove his pacemaker and replace his prosthetic aortic valve. Onxane-23 sn (B)(4) implanted (B)(6) 2018, explanted (B)(6) 2021. This investigation is relegated to onxane-23 sn (B)(4) implanted.